Manufacturer narrative:
Investigation summary: received a pump kit, cadd-solis vip, model 2120, finnish, pharmguard, 1/ea with list number 21-2120-0105-15l and serial number (B)(6). Visual inspection shows good condition, no physical damage was found on the pump. No problems were found with the programmed delivery in the ehl. Service history review shows the device has been in before for repair related to the customers stated problem. Performed functional check. Customers stated problem confirmed. The keyboard was found to be non-functional. Replaced keyboard.

Event description:
It was stated in the report that: ¿when receiving the pump from service, the left side white button was still "silent". There was no patient involvement and no patient adverse event reported